Event description:
Caller reported that the quick bolus/wake button on their pump was difficult to press and required multiple attempts to activate the pump screen. There was no reported impact to the customer's blood glucose level. Cts provided instructions on using the button and assisted the caller in removing the pump case. Despite these efforts, the button remained difficult to press, so it was decided to replace the pump. The customer was informed about storage mode and backup therapy using mdi, and instructions were given for returning the problematic pump to tandem with a pre-paid shipping label.